Event description:
Device 2 of 5. Reference MDR report: 1627487-2011-10200. Reference MFR report: 1627487-2011-10202. Reference MFR report: 1627487-2011-10203. Reference MFR report: 1627487-2011-10204. The patient received the scs system on (B)(6) 2009 which included 2 widespace paddle leads (different lots), 1 paddle lead and 2 lead extensions (different lots). The patient reported she suffered a bad fall in the shower and is not receiving stimulation. Surgical intervention will be undertaken to resolve the issue; however, a date for the procedure has not been set.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.